Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife stated that the customer experienced the low blood glucose. The customer¿s blood glucose was 40 mg/dl. The customer called the emergency medical them to treat the low blood glucose issue. They gave him an intravenous of glucose and got his sugar back up in 10 minutes. The product will not be returned for analysis.